Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer to inspect the unit. Fss replaced the advantech board. Fss performed the field service checklist as well as the two (2) year preventative maintenance (pm), which several filters were replaced on the unit as part of the pm. The unit passed all functional tests and it was found to meet amo specifications. Fss monitored the system until february 24, 2016 and the monitoring period successfully completed and no issues were reported with the unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black screen with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.